Manufacturer narrative:
Integra has completed their internal investigation on 12feb2016. The investigation activities included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: the manufacturing record was reviewed for nonconformities identified by integra receiving inspection or by the suppliers performing manufacturing operations to determine if any identified anomaly could have caused or contributed to the complaint allegation. The manufacturing record for each process step revealed that it satisfied all applicable manufacturing specifications. No non-conformances were present and no issues were identified that would cause or contribute to the event. From 2013 to present, there have been a total of (B)(4) complaints about the humeral stem handle with a failure mode of the device breaking. (B)(4). Conclusion: root cause analysis conclusion: self-loosening (clamping force instability) ¿ impact induced vibration ¿ the common cause for self-loosen due to joint strength loss and bolt overload impact-induced vibration.

Event description:
It was reported the device broke during a procedure. The trial sound broke on removing from canal at handle/trial interface. The stem trial was inside of the patient&#38112;humeral canal and the surgeon was in the process of removing the assembled stem trial and handle construct when the breakage occurred. The threads of the trial broke off and were lodged inside the handle. The surgeon was able to remove the trial with a hip slaphammer located from another set within the hospital. The surgeon indicated that this breakage added an hour to the procedure, but he was able to complete the operation. The procedure was completed as intended and the surgeon does not expect this event to adversely affect the patient. It was reported no patient injury is alleged.